Event description:
Nurse reported the infusion device does not correctly deliver insulin when there are 90 iu of insulin left in the cartridge. This has occurred 3 times, and pt was hospitalized with diabetic ketoacidosis the first time. It is unk what treatment the pt received when he was hospitalized. The infusion device was replaced and requested for evaluation. No further info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.